Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to clinic for routine follow up, non-sustained ventricular far-p, oversensing was observed on the device via an electrogram. Isometric testing was performed and signals were not reproducible. Programming changes were recommended. Device was planned to be reassessed during the next follow up visit. No further information available.